Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics. Analysis was unable to verify battery out limit alarm due to button error alarm.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.